Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to the patient developing an infection. This lead will not be returned. No further adverse patient effects were reported.